Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 482 to 500 mg/dl. Insulin injections were administered to address the high bg level. The customer did not know the cause of the high bg; however, believed that the pump was not functioning as expected. The customer declined tandem technical support's offer to troubleshoot. The customer reverted to using insulin injections to manage diabetes.